Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt experienced leg cramping during a routine hemodialysis treatment. As the nurse opened the saline bag to give the pt a fluid bolus, the pt stood up and became nauseated and weak. The saline bag ran dry and the arterial line filled with air while assisting the pt back into the chair. The circuit clotted prior to resolving the alarms, resulting in an estimated blood loss of 110cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The pt's cramping was reported as transient and is a common occurence during dialysis. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.